Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn(B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives. Screenshot review confirmed the initial placement of the femur resected only 2 mm from the lateral side. Screenshot review also confirmed the user had eventually planned a greater femur distal resection, with the medial resection being 16 mm. The femur and tibia free collection was reperformed, where it was confirmed that 0.5 mm was to be resected from the lateral distal femur. Review with clinical representatives determined these planned resection numbers were normal due to the pre-operative leg alignment of the knee being 3 degrees valgus, which is indicative of a worn lateral condyle and there wouldn¿t be a sufficient amount of bone left to resect. Refer to the real intelligence cori for knee arthroplasty user manual for initial implant placement and sizing. For tka, initial sizing and placement of the femur and tibia components are dependent on the surface mapping definition, especially on the distal, posterior and anterior regions, and mediolateral borders. Optimal surface definition in these regions is critical for the software to best estimate a good starting position for the femur and tibia implant. Screenshot review also confirmed the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. This is a known software issue that has been corrected and released in cori-v1.4.3 software. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that in a cori-assisted tka surgery, after registration of the femur initial placement was perceived to be too distal relative to the mesh created. Therefore, the femur was proximalized based on the surgeons request. After that, the medial resection read 16mm. Due to the aggressive cut plan, all the femur points were recollected and the reading seemed to be the same. After moving forward a bone generation tibial model error was displayed in the real intelligence cori system. Upon the displayed error, the tibial mesh was erased and repainted. This step was done two times before proceeding to cut the tibial bone. The procedure was completed without significant delays (fewer than 30 minutes) and without patient injuries.